Event description:
The customer states that a known repeat (B)(6) donor patient sample (sid (B)(4)) generated (B)(6) architect anti-hcv results when they changed lots of architect anti-hcv reagent. Results provided:date s/co reagent lot(B)(6) 2013 (B)(6) 16172li00 (B)(6) 2013 (B)(6) 16172li00(B)(6) 2013 (B)(6) 16172li00(B)(6) 2013 (B)(6) 21443li00(B)(6) 2013 (B)(6) 16172li00 (B)(6) 2013 (B)(6) 21443li00 the controls were within range. There was no impact to patient management reported. There was no additional patient information provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the u.s., list number 1l79.

Manufacturer narrative:
Patient sample was not available for investigation. A retained reagent kit of architect anti-hcv reagent, list number 6c37-25, lot number 21443li00, was calibrated and the calibrations met instrument specifications. All control values met control specifications and were in the typical range. To evaluate analytical sensitivity, two sensitivity panels were tested and met specifications. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels and values were within specifications. Based on these data, sensitivity performance is not adversely affected. Review of manufacturing and testing records for the affected reagent lot did not reveal any events or issues that may have impacted performance. The 12 month tracking and trending report review determined that there are no adverse trends and non-statistical trends related to lot number 21443li00 for the complaint issue. A review of labeling concluded that the issue is sufficiently addressed in the labeling. The reagents are performing as intended. The customer was advised to further test (for example nat) the patient sample in question to determine the status of the infection.